Manufacturer narrative:
The reported event is confirmed cause unknown. Visual: the sample was provided with the original bard inlay box and pouch inside a large ziploc bag. The suture and pigtail straightener were provided and not provided. Visual requirements to use unaided eye at 12" to 18" under room lighting unless otherwise noted. When evaluating the sample, it could be seen that it had been removed from all original packaging including the perforated bag. The suture and pigtail straightener were removed and not provided. The reports that the sample had been cut during the opening of the package. The cut could be located on the proximal pigtail. Also received 1 photo sample that shows top view of stent with one pigtail broken off from the rest of the stent. Therefore, the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be user does not handle with care,. However, there was insufficient information to confirm this potential root cause. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip with suture had been cut off while opening the package of inlay optima ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip with suture had been cut off while opening the package of inlay optima ureteral stent.